Event description:
Pt implanted with norian approximately five years prior for a cranioplasty. Surgeon reported that norian is crumbling and pt is experiencing pain around the forehead where product was implanted. Pt is scheduled for revision (B)(6) 2010.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.